Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was showing all three icons (attention, charge-pak and service wrench) and would not power on when prompted. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. The cause of the reported issue was determined to be due to inoperative flash on integrated circuit, designator u2, on the digital pcb assembly, which prevented the device from completing its boot-up cycle. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device was showing all three icons (attention, charge-pak and service wrench) and would not power on when prompted. There was no patient use associated with the reported event.